Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the reported problem. As a preventative measure, the spo2 board was replaced. Unit was tested to factory's specs.